Manufacturer narrative:
Other applicable components are: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient hit eos. The caller stated the patient had a fall / tumble down a hill in august and since then noticed a steady increase in symptoms. The caller stated they were still doing fine and were walking and talking ok. The caller stated the patient had falls on (B)(6). The caller checked both stimulators on (B)(6) 2019 and the right side showed the call doctor screen (thought it was eri). The patient called the hcp and had a pre-op appointment for replacement surgery. The caller turned both stimulators off and the patient was shaking too much for the EKG and would have it done the day of the surgery. The caller turned both stimulators back on after the appointment. Today the caller noticed the patient had tremors, shaking, and weakness on the left side and checked both stimulators. Left stimulator showed on/ok and the right stimulator showed eos. The caller asked why the tremors were on the left with eos on the right and patient services reviewed. The replacement surgery was on (B)(6) 2019 and the patient was dissatisfied with the longevity of the ins stating their last set lasted longer. The caller stated that the patient was going to have a bilateral ins placed and said since the ins depleted it was affecting their mind too with high anxiety (because stimulation was off). There were no further complications reported.